Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 5pm. The patient obtained a blood glucose result of ¿85 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. Immediately after, the patient claimed she felt symptoms of nausea, shaky limbs and incoherent speech. The patient reportedly went to the emergency room (ER) and was give food and/ or a drink as treatment. It is not known if the patient obtained a blood glucose result with another device at the time of her reported symptoms. Later that same evening, about 6pm, the patient obtained a blood glucose result of ¿87 mg/dl¿ on the emergency medical services (ems) meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013).the patient¿s meter and test strips have been returned on 6/25/2013 and evaluated by lifescan product analysis on 6/27/2013 and 7/4/2013, respectively, with the following findings:the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on june 27, 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.